Event description:
It was reported that this patient received inappropriate shocks from this subcutaneous implantable cardioverter defibrillator (s-ICD) system. It was noted that therapy has been turned off due to this occurrence. Technical services (ts) referred the patient to the cardiologist and hospital for further recommendations. No additional adverse patient effects were reported. Currently, this s-ICD system remains in service.